Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the probe was migrated to the (B)(6) female patient's lung, causing pneumothorax. The probe was inserted by the professional trained nurse. Two attempts are made as per institutional protocol, without description of difficulties and/ or resistance. Additional information received from the customer stated that the stylet was used to insert the feeding tube. No endoscopy was performed with the insertion of feeding tube. Chest x-ray and chest tomography were performed, where the pneumothorax was found. There were no symptoms detected in the chest tomography report. During feeding tube insertion, the patient was accommodated on a stretcher, in the supine position, head to 30 degrees. The patient was in regular state, conscious and was not agitated but just groaning during the tube insertion. After the incident, the patient was strictly monitored for blood oxygenation level and non-invasive oxygen support was provided. Currently, the patient is hemodynamically stable. The patient¿s other relevant history including pre-existing medical conditions: the patient has acute renal failure. She is in proportional care. The patient¿s personal medical history includes varicose veins of the lower limbs with ulcer, obesity, subarachnoid hemorrhage (sah). Her glasgow coma scale score is 09. The patient was tested positive for covid-19 on (B)(6) 2020.